Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer via a company representative receiving fentanyl 4000mcg/ml at 172/day, bupivacaine 40mg/ml at 1.7/day via an implantable pump. The indication for use was non-malignant pain. The patient reported that when they use their ptm their heart rate increases, their bp (blood pressure) decreases, and has numbness in their right leg. The patient also has been experienced urinary retention for a few months. The patient had an increase in ptm dose with their last appointment with their physician. The numbness in the patient's right leg lasts for 2 hours after a bolus and heartrate and blood pressure changes last for about our. It was unknown what led to the event. On (B)(6) 2015 it was further reported from the healthcare provider that it was unknown when the patient started to experience urinary retention or the symptoms when using the ptm. On (B)(6) 2015 the dose was increased 10% from 1312.2 mcg/day to 1441.5mcg/day and the bolus dose was also increased from 80mcg to 131mcg. The cause of the symptoms had not been determined and it was unknown if the issue had been resolved.